Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient wanted to have her device explanted because it had not worked for her since the implant. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was stimulation in the wrong location. The patient stated the pain stimulator was not covering the pain like normal. The patient stated the stimulation was not covering his pain and it started a couple of weeks prior to report. He noticed it was not covering the pain gradually. In addition, the doctor took the patient off all oral pain medication one day prior to report and so that was not helping with the increase in pain. The patient had no falls or trauma. The patient wanted to meet a manufacturer's representative for reprogramming. The patient was redirected to the healthcare professional (hcp). The patient stated he had a pain doctor but she did not manage the implantable neurostimulator (ins). Six days later, the patient called again and reported that ¿it was not working as it was intended to do so.¿ in addition, the patient¿s pain was ¿so bad.¿ the caller stated the doctor had not requested a manufacturer's representative. The patient would call the doctor to have the doctor request a manufacturer's representative. No interventions or outcome were reported regarding this event. Further follow-up is being conducted for this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 97754, serial# (B)(4), product type: recharger; product ID 97740, serial# (B)(4), product type: programmer, patient; product ID 3550-39, lot# n352868, implanted: (B)(6) 2014, product type: accessory; product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).